Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely low glucose results were obtained on 3 patient samples on a dimension vista 1500 instrument. Siemens reviewed the instrument files and determined that the quality controls (qcs) were within expected ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site and performed the following: replaced sample mixer board, aligned a probe, and ran a precision study and qcs, resulting acceptably. The cse returned to the customer's site, moved the assay to a different server, recalibrated the assay, and ran qcs. The cause of the discordant, falsely low glucose results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required

Event description:
Discordant, falsely low glucose (glu) results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). Two samples (sample ids (B)(6)) were repeated on the initial instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). Sample ID (B)(6) was repeated on the initial instrument, resulting lower. The sample was repeated on an alternate dimension vista instrument, resulting higher. The result obtained on the alternate instrument for sample ID (B)(6) was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu results.